Manufacturer narrative:
A revision was performed and this lead was successfully repositioned and remains in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead presented with high pacing thresholds. A chest x-ray was performed and revealed that this lead had dislodged. No adverse patient effects were reported.